Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated information regarding continued issues with urinating on themselves. The patient repeated information regarding the manufacturing representative (rep) and said they kept telling the patient to call someone else. The agent reviewed therapy adjustment options with patient. The patient stated they were nervous to increase past their current stimulation and didn't know which program to change to. The agent reviewed the role of patient services. The patient expressed frustration that they were directed to call patient services if patient services can't tell them what adjustment to make. The patient disconnected the call.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that weeks ago they began "urinating bad." The patient stated that they leak urine only when standing or walking, and at the end of the leak they have a small flitter of painlike a urine infection. The patient noted that they cannot stop leaking once it starts. The patient went to their urology doctor today and they saw no signs of infection, but there was blood in the patient's urine. The doctor thought the blood in the urine might be from the walls of the patient's vagina. The patient added that the doctor put a camera up their vagina to check their bladder, liver, and kidneys, all of which were fine. On 2025-01-24 additional information was received from the patient. They are unable to access their settings. They are seeing a message to enter a password to turn off the phone. The issue was not resolved through troubleshooting. A replacement request was sent to repair department. They patient also re-reported event regarding their previous hcp who left them with an open wound for 2 months. Patient representative mentioned patient had received doxycycline from the hcp. Additional information was received from the patient the reason for the call was patient representative reported that the patient had incontinence today and felt like the device wasn't working. The circumstances that led to the reported issue were asked but unknown. During call patient connected with implant and therapy was on, patient increased stimulation to where they felt stimulation comfortably. Patient will maintain stimulation and monitor symptoms. Patient was crying during call saying they were in pain and could barely move their legs, the patient was redirected to their healthcare provider to further address the issue. Patient representative mentioned patient had received doxycycline from the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they had an infection when they had the open wound for 2 months, they noted that they had a very bad one and had the pictures to prove it. When asked if it was related to the device or therapy they stated that yes it was and that the doctor didn't do it right. They had been left with an open wound for 2 months. When asked what steps were taken to resolve the issue they sated that they had to wait until the wound was healed then theywent and got a second opinion. They stated their new doctor was great, but it seemed like the stem was twisted and they could feel it when they walked. This had not yet been resolved. They noted that their new doctor was helping to resolve their issues cause they were still leaking since the new machine was put in back in (B)(6)2024. They could see in the MRI that the stem was bent.

Manufacturer narrative:
Continuation of d10: product ID th90q01,product type product ID 978b128 lot# va2xeu5 serial# implanted:b)(6) 2024,product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID th90q01 serial# unknown: product type product ID 978b128 lot# va2xeu5 implanted: (B)(6) 2024: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the doctor didn't wait for the manufacturing representative (rep) to come in the room and guide them in how to put the lead in. On top of all that the doctor let them with an open wound for two months. When asked what steps were taken to resolve the issue they sated that they went to get a second opinion and that doctor programmed the battery and if it didn't work then they would have to go back in to surgery to take out the lead an battery and replace it with a new one. The issue had been resolved. They provided additional details regarding the issue stating that their journey started when they went back to their first doctor to change their battery cause it had been 2 years and with the new one they now can take an MRI with it. As they entered the surgery room and remembered one of the nurse before administering the anesthesia asked the doctor if they knew what they were going to wait for the rep that knew about the device. The doctor said they were ok to start without the rep. So the patient was put to sleep and then woke up because of their fibromyalgia and wereexperiencing lots of pain. As the weeks went by, right where their tail bone was at they were developing an open wound where they placed the stents. They would go back to the same doctor and they would always get just keep it dry and more antibiotics after 2 months of that open wound they finally confronted the doctor. They were then directed to get a second opinion and were so glad they did. Now they had to revisit the surgery because it wasn't done right. They stated that the issue had not yet been resolved as they had to wait for the open wound to heal before they could get the second opinion but that they had to revisit the surgery to get the battery removed and place a new one.